Event description:
It was reported the device was removed and antibiotics were given to the patient. On the day of report, the patient had no implantable neurostimulator implanted, and there was no schedule for replacement. No outcome was provided.

Event description:
It was reported that the implantable neurostimulator (ins) eroded through the skin at the right chest pocket site. It appeared that the erosion was due to a pocket site that became tight with the presence of the ins and adaptor and then a hole developed. The erosion was noticed about a week prior to the report date. The patient saw their physician and received some treatment but it was not clear what was done and the erosion had gotten worse since then. The physician planned to explant the ins and move it to the patient¿s abdomen and hook the ins up later in about 6 weeks or they may explant it and not move it to the abdomen. The patient outcome is unknown at this time. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n310241, implanted: (B)(6) 2014, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0322214v, implanted: (B)(6) 2003, product type: lead. (B)(4).